Manufacturer narrative:
The customer returned the tb-0535fcs (lot pw305498) for evaluation due to "burned teflon pad during an unspecified therapeutic procedure". The burned teflon pad has been confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there was large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found it was worn with charring on the surface; however, there was no exposed metal. The distal end of the device was inspected under a microscope and found charred marks and some tissue built up, but no cracks or other anomalies. The wiper movement was normal. The consistency of movement of the handle and jaw was tight. The handle load was heavy. The rotation of the knob torque was normal and smooth based on the evaluation, the likely cause of the damaged teflon pad was due to no tissue or insufficient tissue between the probe and jaw during activation of the device.

Manufacturer narrative:
No device was returned to the manufacturer for evaluation. However, review of similar reports indicates that the most likely cause of this type of device damaged can be attributed to operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." This report will be updated if the device will be returned at a later date, or if new significant information becomes available at a later time.

Event description:
The user facility reported that while the physician was performing a seal and cut during a therapeutic tlh procedure, device fragments fell inside the patient and was retrieved with a grasper. It was reported that the probe appeared visually broken, including a burned teflon pad but no metal was observed on the device jaw. The intended procedure was completed with a new hand piece device. It was further reported that device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed. No other equipment was replaced during procedure. No patient injury reported. This is 2 of 2 reports.